Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 06) occurred with multiple new cartridges. The customer experienced a blood glucose (bg) level of 600 mg/dl and large ketones considered dangerous. A manual injection was used to address bg. Reportedly, the customer reverted to manual injections for insulin therapy. During a follow-up, the customer's ketones were decreasing.